Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, an air in line alarm did not occur. A review of the event history log revealed air in line messages for customer-reported allegation 'guide switch error'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air sensor faulty - saying air in line though lines had been primed. The event happened when the nurse picked up the device to prepare for usage. There was no patient involvement. No additional information is available.